Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported, that after 125 months the lead showed a shock impedance variation (between 90 and 150 ohm). The lead was replaced.